Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to corroded motor home switch. Further testing could not be performed due to the motor error alarm.

Event description:
A follow up letter was sent to the customer regarding the previous call in which he indicated having unexplained high blood glucose of 581mg/dl and found that the customer was hospitalized. It was stated that neither the customer nor the spouse can remember the details of the event. No further information was provided.